Manufacturer narrative:
Product was returned for evaluation. Returns expanded evaluation report states: visual inspection- the lower rear weld that attached the vertical back cane to the lower horizontal support tube was broken. Parts of the lower horizontal support tube had broken in the heat affected zone around the border of the weld. Corrosion was observed on the metal exposed by the broken weld, underneath the back cane attachment. Functional observation- the side frame was received alone, and so could not be tested on the complete chair assembly. However, it is expected that a wheelchair frame including a broken weld would be less stable than a frame assembled as intended with intact welds. Conclusions- utilizing exiting complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the lower rear weld of the 1118226 side frame from the t4x24rda wheelchair to be broken. The cause of the broken weld could not be determined. Underlying cause could not be determined.

Event description:
Product was returned for evaluation. Returns expanded evaluation report states: visual inspection- the lower rear weld that attached the vertical back cane to the lower horizontal support tube was broken. Parts of the lower horizontal support tube had broken in the heat affected zone around the border of the weld. Corrosion was observed on the metal exposed by the broken weld, underneath the back cane attachment. Functional observation- the side frame was received alone, and so could not be tested on the complete chair assembly. However, it is expected that a wheelchair frame including a broken weld would be less stable than a frame assembled as intended with intact welds. Conclusions- utilizing exiting complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the lower rear weld of the 1118226 side frame from the t4x24rda wheelchair to be broken. The cause of the broken weld could not be determined. Underlying cause could not be determined. Provider states that the frame is broken near the bottom at a weld; left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the frame is broken near the bottom at a weld; left side.